Manufacturer narrative:
We have received the complaint device for evaluation. Coagulated blood was observed within the sheath which prevented the device from functioning as intended. The coagulated blood was unable to be flushed through the device during testing. Due to the coagulated blood within the device, the blades did not move when the green handle was actuated. Upon manually opening the blades they opened properly and no issues were observed. While the issue was not reproduced during testing, the exact root cause of the reported event could not be determined. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints from other customers of a similar nature for devices from this lot.

Event description:
The blade and hoop would not open on a lemaitre valvulotome device. No patient injury occurred.